Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was currently hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was not provided. Customer confirmed that she was wearing the insulin pump at the time of admission. The insulin pump was not replaced or returned for analysis.